Event description:
It was reported that the device displayed an error message for a motor stall failure. There was no patient involvement.

Manufacturer narrative:
H3: device evaluated by manufacturer - additional. H6: event problem and evaluation codes - additional. The failures leading to motor stall (error code 242.4030) was confirmed and replicated during testing. Review of the pump module error logs confirmed motor stall error code 242.4030.0 (motor_stall_failure) was present in the logs. Internal inspection confirmed optical sensor (op1) was damaged on the air-in-line sensor assembly. Replacement of the air-in-line assembly and subsequent functional testing the pump module functioned properly with no further alarms or malfunctions occurring. The customer reported issue was confirmed. The device was repaired, passed all require testing and specifications and released back to the customer. A review of the device history record for sn (B)(6) was performed from date of manufacture (B)(6) 2007 to the present date 10/24/2020 and confirmed that this device was previously returned for servicing 1 time and there were production failures (q6 200057714) for excessive noise indicated on the source device which does not correlate to the customer reported issue.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device displayed an error message for a motor stall failure. There was no patient involvement.